Manufacturer narrative:
Section h4: device manufacture date updated. The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 15-may-2022. A physical sample was not received for evaluation; however, a picture was provided for analysis. Upon reviewing the picture, balloon leak was confirmed. Pinhole was found at the balloon edge area. This pinhole was caused by the bubbles trapped in the latex and when dipping this bubble attached to the catheter, thus, causing the bubble area was not covered with latex throughout the dipping process. 100% inspection for balloon was performed for all catheters, however this 100% inspection used air inflation method instead of water inflation method. The pressure exerted by air was different than water. Thus, this defect could not be detected during 100% inspection. A non-conformance (nc) was issued to address bubbles trapped in latex. This nc was closed in 2023. The affected batch was manufactured before the implementation of this nc. Thus, the action taken was considered effective.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Section d4 (unique identifier (UDI) #) not initiated.

Event description:
The customer reported that there was a pinhole leak in the latex foley catheter balloon.

Manufacturer narrative:
G2 report source: foreign - originally checked as yes and it should be no.